Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with mild calcification and moderate tortuosity. For pre-dilation, a 2.5x12mm semi compliant unspecified balloon was used. Then, the 2.75x33 xience sierra stent was implanted at 12 atmospheres (atm). Post dilatation was performed with a 2.75x12mm nc unspecified balloon at 16 atm. After post dilation, a proximal edge dissection was noted; therefore, another xience sierra stent was implanted to treat the dissection. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.